Manufacturer narrative:
(B)(4). Evaluation summary: one sample containing approximately 120 ml of fluid was received by baxter for evaluation. However, the luer was not returned with the device for evaluation. The reported condition of broken tubing at the junction of the luer post was confirmed. Based on the evaluation, broken tubing near the base of the stem is due to excessive force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate had a cut in the tubing before patient connection. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.